Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the drive support cap was flush. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 549 mg/dl at the time of call. The customer stated that she treated the high blood glucose by giving bolus with the insulin pump. The customer stated that the drive support cap got recessed at the end of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk was inspected and no anomalies noted. However, the insulin pump was received with minor scratches on the lcd window and cracked battery tube threads.